Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in clinical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however, the keys were out of alignment. During a review of the device history the touchscreen: button ID: invalid and touchscreen fail errors were noted. The probable cause of the customer reported touchscreen will not calibrate was due to contamination on the touchscreen connectors due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.